Manufacturer narrative:
The capsule was checked visually for external damage. Opened the ¿header utility¿ software for transmission test: fail. Tested the signal rf in spectrum analyzer :fail. Checked the capsule visually by microscope: pass. Checked the battery voltage and switch by fluke: pass. The capsule was put in bed of nails and open ¿zarlink programmer¿ software for test the eeprom: fail. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called after their patient ingested a small bowel capsule. The signal was lost after ingestion and the customer thinks the capsule failed. They then removed the capsule with forceps but the patient suffered no adverse event from the medical intervention. A second capsule was placed without issue.

Manufacturer narrative:
Investigation summary: one sb2 capsule was returned for evaluation and was checked visually for external damage. The header utility software was opened for a transmission test which failed. Signal rf was tested in spectrum analyzer which also failed. Capsule was inspected visually for damaging using a microscope which showed no damage. Battery voltage and which passed. The capsule was put in with a bed of nails and opened zarlink programmer for a software test of the eeprom, which failed. The most probably root cause of the malfunction is misuse by the user. If information is provided in the future, a supplemental report will be issued.